Event description:
The customer reported via phone call that they had a sensor anomaly. Customer stated the needle was removed from the sensor. It was also found the transmitter did not blink when the sensor was connected. It was also found the sensor cannula was bent on the sensor. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unable to confirm the needle complaint due to the customer did return the needle only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.